Event description:
Add'l info received from MFR 3-6-03: the physician attempted arteriotomy closure and the device failed to deployed upon insertion. No information on how closure was achieved. Unable to establish a root cause based on the available info. Hydrophilic coating was not present before disinfection. However, it is difficult to quantify its presence once the device has been deployed. The sheath was kinked just distal to the crimp ring. Both cuffs were still in the foot pockets, and their locations appeared acceptable. The guide to guide tube check was performed and failed. It is suspected that the tube may have been damaged when inserting the device. Abbott laboratories has determined the event is not reportable. The device coating lot testing was confirmed to be within specifications. The device history record was reviewed and no deviations were found relevant to this investigation. The process capability does not suggest a process problem. The device was received on 10/08/02. The plunger was not returned with the device.

Event description:
Perclose failed to deploy upon insertion.